Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old american indian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implants and experienced bilateral rupture post-operatively, which was diagnosed with an MRI. As a result, the patient is to undergo bilateral device explantation on (B)(6) 2024. This report is for the right side device.

Manufacturer narrative:
On april 30, 2024, mentor received additional information from the patient's healthcare provider confirming that the implants were completely ruptured and there was no way for them to thoroughly decontaminate them. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 11, 2024, mentor received additional information regarding the potential replacement device the patient may received. It was reported that the patient may receive a 430cc or 450cc mentor memorygel boost breast implant. Patient believes her left breast is larger than right and would like a 430cc and a 450cc for symmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 20, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured, received in two (2) parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On may 27, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured inside a vessel. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).